Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was too tight and digging into his skin causing marks on the skin. There was no alleged device malfunction contributing to the irritation. The patient's nurse requested that the patient wear larger garments to alleviate the skin irritation. Field services provided the patient with larger garments. Outcome of the irritation is unknown.